Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. The patient effects listed are consistent with the product risk profile and are therefore expected. The treatment of appears to be related to procedure circumstances and is consistent with the product risk profile and is therefore expected. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event: estimated date. The device location was not provided. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional patient effect of death referenced is filed under a separate medwatch report number. Literature attachment. Article title ¿ percutaneous closure in transfemoral aortic valve implantation: a single-centre experience¿.

Event description:
It was reported through a research article identifying unspecified device failure and failure to achieve hemostasis with prostar xl which may have led to manual compression, use of a second device, covered stent placement, fascia suturing, surgical cutdown, perioperative thromboembolism, toe gangrene, minor and major bleeding, re-hospitalization, 30-day mortality and 1-year mortality. Specific patient information is documented as unknown. Details are listed in the attached article, titled "percutaneous closure in transfemoral aortic valve implantation: a single-centre experience".